Event description:
During the deployment of a covered stent, the uncovered part of the stent deployed into the patient properly but then to finish deploying the covered part, the md needed to unscrew a plastic wheel which releases the covered part of the stent. In this case, the plastic wheel locked up and could not be opened, leaving the stent stuck in the patient half-deployed. The md was able to break the plastic wheel part off and grasp the string and deploy the stent properly. There was no harm to the patient.